Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During routine maintenance it was discovered that the instrument was damaged.

Event description:
Additional information received states that the star drive tip was stripped and the glenosphere inserter and extractor parts were stripped and would no longer screw back together as indicated in the surgical technique.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "routine maintenance on instruments found out they were damaged" and "the star drive tip was stripped. The glenosphere inserter and extractor parts were stripped and would no longer screw back together as indicated in the surgical technique". The product was returned to depuy synthes for evaluation. Visual inspection revealed the following conditions on the baseplate inserter rod surface: 1) the threaded tip stripped; 2) corrosion patterns on the canulated portion of device; 3) wear patterns on the overall device and 4) legible etch of the product information. Potential cause stripped condition can be attributed to unintended use error, as this type of damage can be attributed to repeated slightly off-axis assembly and over tightening or by impacting the device before is fully seated/threaded. Properly handling and attention to the approved use of the device diminishes the risk of failure. Where corrosion was observed, potential cause can be traced to maintenance due to improper cleaning/sterilization process. IFU-0902-60-082 specifies that for lumens or canulated devices a soft non-metallic brush (plastic bristles, like nylon) need to be used and thoroughly scrub the device with twisting motion to remove debris. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using both glenosphere inserter tip and glenosphere extractor tip as the mating devices. Functional test revealed devices couldn't correctly assemble together due to the damage observed on the threaded surface. Potential cause can be traced to a component failure as condition may happen as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.